Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic senor failure alarm. The customer had tried all the troubleshooting options from the iabp's help menu without being able to resolve the issue. They were advised to unplug the fiber optic cable and this allowed them to acquire a quality arterial pressure (ap) waveform from transducing the inner lumen of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.